Event description:
A vague report was received in which a colleague 3 infusion pump reportedly went into a failure code causing all three infusion channels to stop. According to the reporter a pt had been transported from ICU and was receiving a nuclear scan. Two channels were running at the time of the reported occurrence. One channel was infusing ativan at 40 ml/hr and the other channel was infusing an unknown solution. The pump reportedly alarmed for a failure code 812:00 (shuttle index error) and all three channels stopped at the same time. Per the report, the pt then became agitated and was transported back to the ICU. It was reported that the pt returned to pre-incident condition. No add'l clinical details could be obtained. There was no report of pt injury.